Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery. The 6.0x100 mm absolute pro was advanced toward the target lesion and the stent was implanted without issue. However during fluoroscopy, it appeared that the proximal stent struts were fractured, deformed. An unspecified stent was deployed to cover the area in the target lesion which remained uncovered due to the fracture. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there were 6 unused sterile devices from this lot returned and there were no anomalies noted. Factors that may contribute to stent damage / fractures include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. It may be possible that the open cell stent design may give the appearance of a stent fracture; however, this cannot be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed did not indicate a lot related product issue. The investigation was unable to determine a cause for the reported deformed/fractured stent. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.